Manufacturer narrative:
Visual examination of the returned device confirms the observation. Evaluation by a depuy material scientist found no product related error that would contribute to the event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised due to fractured hip stem.